Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log file review was requested. The patient went into cardiac arrest on (B)(6) 2024. The event log file captured intermittent low flow events on (B)(6) 2024 between 3:03:55 and 3:55:44. The log file also captured no external power and low power events which appeared to be related to power to the mobile power unit (mpu) being interrupted. During these events, the backup battery operated the system as intended. There was no interruption in pump support during these events. The pump operated between the set speed and & low speed limit (lsl) throughout the log files until the driveline was disconnected on (B)(6) 2024 at 3:55:44. It was additionally communicated on (B)(6) 2024 that the patient was found unresponsive in bed. The death was not considered to be device related, and the device operated as expected. The site was awaiting the pump from pathology. It was unknown if the mpu had a v-lock connector on the ac power cord, whether the power cord came loose from the wall or the outlet, or if there were any environmental circumstances that may have affected ac power at the time of the event. The mpu was discarded.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively determined through this evaluation. Analysis of the submitted log files confirmed low flow alarms; however, a specific cause for these events could not conclusively be determined. The controller event log file contained events from (B)(6) 2024 through (B)(6) 2024. Low flow hazard alarms were captured on (B)(6) 2024. No other notable events or alarms associated with the pump were captured. (B)(6) was returned assembled with the pump cable severed approximately 10.5¿ from the pump header. The distal portion of the pump cable and the modular cable were not returned. The sealed outflow graft was secured to the pump cover outlet port with the outflow graft bend relief engaged to the graft hardware. The apical cuff was returned secured with the cuff lock engaged. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no evidence of developed depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the rotor well did not reveal any obvious surface scratches or defects. The left ventricular assist device event and periodic log files retrieved from the returned device captured the pump functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D and the heartmate 3 patient handbook, rev. A are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 of the IFU also addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿heartmate touch communication system¿, describes the pump flow display and the hazard alarms and explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Following software upgrades, the hm3 lvas pocket guides to alarms for patients, rev. A, and clinicians, rev. A, explain that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.0 lpm. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d1: corrected. Section d4, catalog number, primary UDI number: corrected. Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively determined through this evaluation. Analysis of the submitted log files confirmed low flow alarms; however, a specific cause for these events could not conclusively be determined. The controller event log file contained events from (B)(6) 2024. Low flow hazard alarms were captured on (B)(6) 2024. No other notable events or alarms associated with the pump were captured. It was reported that the cause of the low flow alarms was unknown, and the patient was asymptomatic. The patient was found unresponsive in bed. The patient expired due to cardiac arrest. The death was not considered device related and the device operated as expected. The device was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 patient handbook and instructions for use (IFU) are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 of the IFU also addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms and explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Following software upgrades, the hm3 lvas pocket guides to alarms for patients, rev. A, and clinicians, rev. A, explain that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.0 lpm. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was stated on (B)(6) 2024 that the cause of the low flow alarms was unknown, and there were no patient symptoms observed at the time of the low flows.